Event description:
Consumer reports that a tampon came out of the box without a string attached.

Manufacturer narrative:
(B)(4). This closes out this report unless add'l significant info is received.